Event description:
It was reported that the shaver started shedding shavings, the shavings were suctioned out. No patient injury or harm was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.